Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that there was a foreign object attached to the air and water cylinder and channels, the sub-water supply channel, and the insertion site but the foreign object could not be identified. It is likely that the reprocessing could not be done properly and the foreign matter could not be removed due to leaks due to cracks in the scope bonnet, leaks due to damage to the up/down knob, leaks due to damage to the right/left knobs, and leaks due to damage to the variable hardness ring. The detection method is described in the instruction manual cf-ez1500dl/I operation manual chapter 3 preparation and inspection and preventive measures are described in the instruction manual cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During the device evaluation, the following were found: a whitish foreign material resembling powder mixed with water was found inside the air/water tube (aw-tube), air/water cylinder (a/w-cylinder), and the jet tube (auxiliary channel). There were also brown stains inside some cuts on the connecting tube which are most likely traces from previous procedures. Additionally, due to a crack on the scope body, water tightness was lost. Due to damage on the up/down knob, water tightness was lost. Due to damage on the right/left knob, water tightness was lost. Due to damage on the flexibility adjustment ring, water tightness was lost. The suction cylinder had no color. The switch button 2 had a cut. The stopper was replaced for maintenance. The scope connector case unit had a scratch. The scope connector cover unit had corrosion due to water leakage. Due to a burn on the plastic distal end cover, insulation resistance value at the distal end did not meet the standard value. The adhesive on the bending section cover had a visible thread. The connecting tube had buckling. The connecting tube had foreign objects. The universal cord had buckling. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the colonovideoscope experienced the rope pull torn (broken cable). The event occurred during procedure. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there was foreign matter found within the air/water cylinder, air/water channel, and auxiliary channel. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.